Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe had residue in the syringe. The following information was provided by the initial reporter anaesthetist noticed residue visible in syringe when drawing up propfol. Only one syringe involved so far.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 30-sep-2022. H6: investigation summary: one photo and one actual sample were received by our quality team for evaluation. From the returned photo, foreign matter was observed on the syringe product. From the returned sample, brown embedded foreign matter was observed on the roof of the syringe barrel. A device history record review found no non-conformances associated with this issue during production of this batch. From the returned sample, the team observed brown embedded foreign matter in the barrel wall of the syringe. The probable cause of embedded foreign matter could be a result of degraded polypropylene. This may occur during molding start up after a prolonged stoppage of the injection molding machine, which may have caused the overheated polymer additive to be embedded in the syringe. The flushing of the parts was not sufficient and resulted in parts flowing to the next process. An enhanced cleaning to the injection screw for the 50ml syringe molding press was performed and an inspection on 7 shots were conducted to verify that there is no overheated polymer additive embedded in the syringe.

Event description:
It was reported that the bd luer-lok¿ syringe had residue in the syringe. The following information was provided by the initial reporter anaesthetist noticed residue visible in syringe when drawing up propfol. Only one syringe involved so far.